Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain in jaw ("jaw pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pain in jaw had not resolved. The reporter considered medical device removal and pain in jaw to be related to essure. Concerning the injuries reported in this case, the following one reported via social media :jaw pain, medical device removal. Amendment: the report was amended for the following reason: event added - medical device removal. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain in jaw ('jaw pain') in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pain in jaw (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pain in jaw had not resolved. The reporter considered pain in jaw to be related to essure. Concerning the injuries reported in this case, the following one reported via social media: jaw pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.